Event description:
It was reported that the insulin pump alarmed motor error. It was reported that the piston would not move unless it was manually pressed on. The customer's blood glucose was unknown. Rewind was performed and the device started functioning properly. Later, the insulin pump alarmed no delivery when the customer inserted a new reservoir into the insulin pump. The customer had tried three times, but the anomaly persisted. The customer removed the reservoir, started a rewind process and the piston functioned without a problem. Then, the reservoir was inserted again and the no delivery alarm was triggered again. The customer removed the reservoir and treated with manual injection. The customer reinserted the reservoir, no alarm was triggered and everything was fine. The customer noticed a strange noise when the alarms were triggered. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).